Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complains "blood in dialysate" alarm as soon as starting treatment and the leakage was visible to the naked eye. Bfr: 300 ml/min, dfr: 500 ml/min. No blood loss for the patient. No medical intervention.